Event description:
It was reported that an ilet was dropped while exiting a vehicle and then caught in the closing car door, resulting in a cracked screen and an unresponsive display. Investigation included a review of the event description and coordination for device return and data sync. Further investigation of this case revealed physical damage to the display assembly consistent with accidental impact and compression. Symptoms included inability to operate the device and no reported user injury. Outcomes included device replacement and the user reverting to backup therapy and continuing cgm use until receipt of the replacement. It was concluded that the event resulted from accidental user-induced damage and not from a device malfunction.